Event description:
Chief facility technician found the air detector on the baxter sps 1550 in bypass during patient treatment. There were no check controls alarm with a yellow flashing light to indicate to the healthcare professional (hcp) that the air detector was not armed. The air detector was then armed and tested to ensure it was operating properly. Hcp reported the treatment was carefully monitored for the remaining time and no further events occurred. Patient treatment was not compromised and no patient injury and no medical intervention was necessary as a result of this event. Device was pulled from service for evaluation.